Manufacturer narrative:
(B)(4). Investigation summary: investigation site: (B)(4). Selected flow: damage. Visual inspection: the visual inspection of the screw has shown that screw head is broken off from the threaded shaft. The star drive recess of the broken screw head has shown wear marks as well the threaded shaft. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Conclusion: our investigation has shown that the complaint condition is confirmed as the device was found broken. Because of the damage it is not possible to measure the relevant dimensions anymore. We do suppose that the locking screw encountered unintended forces, such as excessive force application during removal surgery or a mechanical overload situation during the healing process, which finally caused the post manufacturing damages. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: sterile-part: part: 04.210.116s, lot: l866708, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: april 24, 2018. Expiry date: april 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Non-sterile-part: part: 04.210.116, lot: h582639, manufacturing site: (B)(4). Manufacturing location: (B)(4). Manufacturing date: mar 02, 2018. Part number: 04.210.116, 2.4mm ti va locking screw stardrive 16mm lot number: h582639 (non-sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft thread / head thread / flute, (B)(4) met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Component part(s) reviewed: pat number: 04.211.016.999, 2.8mm ti screw blank 16mm 02.7 variable angle w/sd8 lot number: h515963, lot quantity: (B)(4). Note: work order traveler indicates that a 168 piece weight variance was identified at op #40, bag/label, final blnk sort. Original lot quantity was (B)(4) pieces. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, (B)(4) met all inspection acceptance criteria. Part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8. Lot number: h504041, lot quantity: (B)(4), work order traveler met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h494830, lot quantity: 694 lbs. Certified test report supplied by (B)(4) dated oct 23, 2017 was reviewed and determined to be conforming. Lot summary report dated oct 30, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: oct 23, 2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent the implant surgery for distal radius fracture with va lcp two-column volar distal radius plate and the va locking screw in question due to bone fusion. On (B)(6) 2019, the patient underwent the removal surgery. During the removal surgery, the surgeon found that the distal locking screw had been broken at its neck. The surgeon left the broken screw in the body, and he finished the surgery. The surgery was delayed by less than 30 minutes. Re-operation was done because the bone fusion. The screw head was broken when the extraction was performed. The plate is slightly floating during the follow-up and also, it is possible that the screw was under load during indwelling. Patient condition was unknown. Concomitant device reported: 2.4mm va-lcp two-column volar distal radius plates (part #: 02.111.731, lot #: unknown, quantity: 1). 2.4mm ti va locking screw stardrive 14mm sterile (part #: 04.210.114s, lot #: l929355, quantity: 1). 2.4mm ti va locking screw stardrive 14mm sterile (part #: 04.210.114s, lot #: l925728, quantity: 1). 2.4mm ti va locking screw stardrive 16mm sterile (part #: 04.210.116s, lot #: l901253, quantity: 1). 2.4mm ti va locking screw stardrive 16mm sterile (part #: 04.210.116s, lot #: unknown, quantity: 1). 2.4mm ti va locking screw stardrive 18mm sterile (part #: 04.210.118s, lot #: l872630, quantity: 1). Cortex screw self tapping (part #: 402.874s, lot# l887589, quantity: 1). Locking screw self tapping (part#: 412.814s, lot #: l947223, quantity: 2). This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and requires psr report. This event will be captured under the quarterly psr report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.